Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine device check. Upon interrogation, the pulse generator exhibited premature battery depletion. The device was explanted and replaced. The patient was doing well.